Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd extension set leaked day 3-4 of infusion of blincyto drug. It was also reported that the cassette and extension set have been used for up to 96 hours (4 days) and leakage at site of 0.2m filter was present after 72 hours post connection to the patient. The reporter indicated that it seemed the leakage area was from the air vent at the back of the filter and it occurred on the 24 hours of infusion. There were no patient consequences reported. No adverse effects were reported.